Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 10 days ago they started getting funny tingling feelings inside the uterus or vagina like a pulsating electrical something and it would come and go and then fade and go away. Patient stated they have had the stimulation at the same setting for over a month and all of a sudden it would change like that. Patient denied any falls or trauma. Patient mentioned they had been bending over for about 3-4 weeks pulling weeds. Reviewed general use of handset and communicator. Patient was able to successfully connect with implant and decrease stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.